Manufacturer narrative:
Investigation: defect: leakage past the stopper. It has been received 4 used samples of 50ll (without blister) filled with nacl. On visual inspection of these four samples it can be observed leakage between stopper ribs (leakage past the stopper). The stopper is correctly assembled to the plunger in all of them. Ten retained samples of 50ll lot 1707247 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger. DHR of lot 1707247 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-302, jg-303 and jg-304). Assembly: inspected: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing: inspected: 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: inspected: 1 shelf-package per pallet. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is not carried out with the four used samples received since syringes are single use and the functional characteristic for leakage could not be reliable. Leak test is carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined. Equipment used for testing: stopper leak test fixture #63-145, manometer #26-301 calibration period 05-jan-2017 / 31-jan-2018

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe leaked medication. There was no report of injury or medical intervention.